Manufacturer narrative:
H3: evaluation didn't reproduce the reported malfunction of abnormal noise. It was noted also that bearing inside attachment got broken hence toolburr could not be inserted and there was scratches and dents. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intraoperative procedure, the device has abnormal noise. At the time of event, there is no patient impac t.additonal information received stating that, there was breakage of the bearing inside the attachment during evaluation.